Event description:
A malfunction occurred with the customer's insulin pump, displaying malfunction code 16. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, but the malfunction persisted. As a corrective measure, technical support arranged for a replacement pump and provided instructions for the customer to use multiple daily injections as a backup therapy. The customer was also guided on returning the malfunctioning pump using a pre-paid shipping label.